Event description:
Nurse had trouble removing catheter and catheter broke. No adverse event reported in pt at time of complaint.

Manufacturer narrative:
Eval summary: the device involved in this incident was received and evaluated. The info contained herein is based on the info provided by the initial reporter and the eval of the actual sample. The info provided indicated that the catheter broke during removal. A small portion of the catheter remains in the pt. The visual examination of the catheter returned found it to be stretched. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks, entitled preventing in-situ catheter breakage with the on-q post-op pain relief sys. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.